Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
Non integration and sinus perforation was reported. The maxillary sinus water elevation was performed. The hole was prepared according to the drilling sequence. The implant was implanted at the same time. Over 1 month after implantation, the patient felt the swelling pain of sinus and zygoma. There was dizziness in the right back of the head. The CT indicated there was inflammation in the sinus. The implant was then removed. Symptoms as a result of the event: pain, inflammation. Tooth site # 17.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant was within design specs. No malfunction identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error/patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.